Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system, delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data, with oversensing of noisy signals noted. Troubleshooting was performed, with the phenomenon unable to be recreated. The patient no longer requires the therapy, so it was determined therapy would be turned off and the system explanted. This device remains in service. No additional adverse patient effects were reported.